Event description:
The customer contact reported leakage of fluid with subsequent exposure to the healthcare professional. It was reported that as the liner was being removed from the receptal canister, the lid separated from the liner. The customer reported the fluid contents came in contact with the healthcare professional's skin. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.